Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states both the left and right brake is broken on the unit.